Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardiac monitor exhibited a diagnostic issue. No intervention was performed and the patient experienced no consequences.

Manufacturer narrative:
The reported event of mismatch between the fastpath af episode counter and the af statistics episode counter was confirmed. It was determined that the fastpath af episode counter calculated the number of af episodes with segms while the counter for the af statistics accounts for all the episodes since the last clearing of the af summary diagnostics. The device is performing per design.